Manufacturer narrative:
The investigation has been completed. The product and data were not returned for review. Based on the clinical description, the root cause of positioning issue was most likely use related. As the necessary information was not provided, the root cause of the ventricular tachycardia was not determined. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 medical device problem code was revised in accordance with updated procedures. New code has been added to medical device problem codes. Code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed multiple runs of sustained ventricular tachycardia. After an echocardiogram was performed, the medical staff discovered that the impella device was placed in the sub-valvular structures of the mitral valve and/or papillary muscle. Attempts to reposition the impella device were unsuccessful, and the device was ultimately replaced. The patient survived the event and remained under medical support.